Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx closure device was selected to be used. During the procedure when the physician made the flx ball, the closure device touched the wall of the appendage and due to the fragility of the wall, the closure device ended up in the pericardium. Pericardiocentesis was performed, the patient had a cardiac surgery, and the perforation was repaired. The patient received blood transfusion and is expected to fully recover.